Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery ophthalmic sutures were found blunt. The surgery was completed on the same day with the needles opened, but it was just very difficult. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.